Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this pacemaker had fallen down at their residence. Additional information provided from the field indicated this patient was not seen at the hospital for their fall. It is unknown if the pacemaker played a role in this event occurring. No changes have been made and the pacemaker remains in service. No additional adverse patient effects were reported.